Event description:
As reported by the user facility: over infusion. (B)(4). Incident date: (B)(6) 2013 - 3 am. Med-surg unit. Unk pt info - weight, age gender and diagnosis. Medication: insulin - unk concentration. Rate: 1.5ml/hr - started at 2 am. Description: the pump was programmed to have 1.5ml/hr and vtbi was programmed to be 100ml. The pump was infusing for an hour when staff checked on it at 3 am. When they went in to check on the infusion the bag looked significantly lower than it should be. The vtbi was already down to 46ml after an hour of infusion. The pt was believed to have rec'd 54ml of insulin. No labs for blood sugars prior to infusion or after the over infusion were noted on the facility incident report. The resident was notified of the incident. The pump was removed from service and swapped out. Unk situation of power cord. No tubing. No pt injury with any treatment is noted on the report. (B)(4).